Event description:
It was reported the pt's scs ipg was explanted due to pain at the scs ipg pocket site. The pt is "doing well" following the procedure. The scs leads were left implanted. The scs ipg will not be returned.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.